Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was slightly blocked. A blockage alarm had been ringing frequently since (B)(6) 2023. The fault occurred during infusion while in patient use. There was known patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found a record of the high-pressure alarm. Visual, functional and occlusion tests were performed, and the occlusion detection level of the downstream occlusion (dso) sensor was within the standard. However, it was near the lower limit of the specification. The cause of the problem was a possible defective downstream occlusion (dso) sensor, and it was preventatively recalibrated.